Event description:
On 9th of jan, 2023 scientia vascular sales representative was notified that an a18-200-001 guidewire broke during a stroke procedure and the broken portion of the guidewire was retrieved. Further conversation with the sales representative indicated that a snare was used to retrieve the broken portion of the guidewire, and that the procedure was sucessfully completed using a different guidewire. There was no patient injury. The complaint unit was collected on 17 jan 2023 and returned to scientia vascular on 19 jan 2023.

Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot was built to specification. Due to the limited information provided, there is no way to confirm every step taken that could have led the guidewire to break, but from the information collected in this investigation, the guidewire appears to have broken due to the guidewire bending, but the root cause for the break could not be determined.